Event description:
It was reported that "surgeon implanted 9mm x 330 t2 tibial nail. Surgeon said nail was too short so he replaced it with a 10mm x 345 t2 tib nail." Surgeon took out end cap because he said the threads stripped while implanting the replaced with new end cap.

Manufacturer narrative:
Same pt event as MDR 9610622-2010-00175. Device will not be returned. If the device or pertinent information becomes available it will be submitted on a supplemental report.